Event description:
The patient was undergoing a thrombectomy procedure in a stent previously placed in the superficial femoral artery (sfa) using an indigo system aspiration catheter 8 (cat8), a non-penumbra sheath, and a guidewire. The physician advanced the cat8 through the stent and initiated aspiration. After four passes, while retracting the cat8, the physician experienced resistance in the mid-section of the stent. Under fluoroscopy, the markerband was observed to have become dislodged and remained within the stent. A snare was advanced through the sheath, and the detached markerband was successfully retrieved from the stent. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 8 (cat8) confirmed that the markerband was detached from the catheter and that the distal tip of the cat8 was damaged. Operation within the stent may have contributed to the damage to the distal tip of the cat8 and contributed to the markerband becoming detached. Further evaluation revealed kinks on the catheter shaft. This damage was incidental to the complaint and may have occurred during packaging of the device for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.